Manufacturer narrative:
Lot number - 19f014, 19g020, and an unknown lot number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four (4) small volume folfusors underinfused during infusion. These events involved patients with no patient consequences. One event involved a (B)(6) old male patient; patient identifiers were unknown for the other three events. No additional information is available.